Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history records review indicated the product met release criteria. Info provided indicated the use of an unapproved cartridge. It is unk if an approved viscoelastic was used with the qualified monarch cartridge combinations for this lens model. The product history records could not be reviewed for this lens model. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification tracable to the mfg documentation. The product investigation could not identify a root cause. However, the root cause may have to be related to a failure to follow the dfu. An unapproved viscoelastic was used in the cartridge. Due to varying viscosity, the use of unapproved viscoelastics may result in lens delivery difficulties or product damage. There have been no other complaint reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire was rec'd on (B)(4) 2013. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedures, she has to wear glasses at night to drive due to glare. The consumer reported that she was disappointed that she has to wear glasses following her implant procedure. In a follow up, the surgeon reported the pt is disappointed despite a good outcome following her iol implant procedure. The pt has a mild cataract in her fellow eye and has refused to have the second implant procedure performed.